Event description:
It was reported that an increase in pacing threshold was found at a routine follow-up. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported to be "stable and fine" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.